Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replaced battery without giving a prior alert that the battery was low. Customer did not recall their blood glucose at the time of the incident. Customer needs to replace the battery as soon as possible or the insulin pump will lose power. Customer stated the issues has reoccurred several times. Customer uses lithium batteries. Customer stated they will upload the data. The insulin pump is not returning for analysis.